Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and booting was performed and passed. Download receiver logs was performed and passed. Review logs, found no intermittent audio due to user alert snooze settings. Run receiver functional test¿s, and passed. Performed manual functional tests "try it", passed. Open receiver case for internal visual inspection, passed. Measure the speaker resistance. Speaker resistance within specification for scout receiver. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.